Event description:
Allegedly plate thread holes stripped and the screws didn't hold in the plate. Pulled everything out and use a new plate and screws. It caused an hour delay in surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. An inventory review was also conducted. The product was dimensionally inspected and photographic images were made of the product. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01500.